Manufacturer narrative:
Additional information d9, g3, h3, h6, h11. H11:the device was received for evaluation. During functional testing, the customer reported issue of ¿over infusing¿ was reproduced. The device was tested for flow rate accuracy, with delivery rate of 40 (ml/hr) with a vtbi (volume to be infused) of 40 (ml), deliver 6.3325% out of specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plate travel out of adjustment. The pressure plate requires adjustment. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused during volumetric testing in the biomed service department . There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.